Event description:
The customer reported that the system would not boot up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply was evaluated and adjusted from 4.4v to 5v. The system was tested and found to be working as intended and returned to service.